Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID (B)(6) and study ID (B)(6) stail / (B)(6) stail device used for posterior spinal fixation and fusion procedure. It was reported that screw having possible displacement. Subevent number: 001 narrative: ap and lateral x-ray of the full-length standing spine ordered, obtained, and interpreted today reveals possible displacement of one of the l4 set screws. Otherwise, the x-rays look great. No change in the positioning of the implants.there were no patient symptoms or complications reported as a result of this event. Additional information received that there was no plan/schedule for the revision surgery at this point of time and dd do not require any assessment in this study neither by the site and the sponsor. No intervention was planned or performed for the displaced screw.no intervention was planned or performed for the displaced screw.